Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, inner insulation torn and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was pulled apart due to overstress, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
Two pacing leads were returned from a competitor with no information. Information identified in the manufacture's data base indicated the patient died approximately ten months post implant leads. Cause of death has been requested and not received.